Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number (B)(4). The primary label (880346-0923) of the bottle was checked, the following is described: only for external use on skin wounds. Do not use for infusion or injection! The instruction for use (IFU 880339-0923) of the product has been checked and the following is described: -intended purpose: for rinsing, cleansing, moistening and decontamination of acute, chronic, and infected skin wounds and burns. -2. Product profile and areas for use: for rinsing, cleansing, moistening and decontamination of: [...] For intraoperative cleansing and irrigation of wounds. For moistening encrusted dressings and bandages prior to removal -10. General safety instructions: do not use for infusion, injection or ingestion. Product risk analysis document-no. (B)(4) has been checked, chapter b1.1: nr. 7: application of product not in accordance with specification: reasonable forseeable misuse. Intravenous application of the product: infusion or injection. Clear indication of application area on label and in instructions for use, product used by qualified personel. Nr. 9: labeling of the product. Wrong application of the product. Clear description of the application in instruction for use. Every bottle is deliverd with an instruction for use. No update of the risk analysis is necessary. No batch number was provided. No sample is available. Therefore, no analytical testing is possible. The product quantities sold in 2024 for prontosan solution were over 7.6 million. Correct application is cleary stated in the IFU. This case describes an off-label use by healthcare operator. No similar incidents are reported for 2025. Since there is no trend, no further actions are initated at the moment. The event was reported by the patient to b. Braun australia.

Event description:
According to the patient, the following was reported to b. Braun: as discussed, following up with an email after my phone call this morning regarding adverse reaction to the use of the protonsan solution which was lavaged under pressure into puncture holes after I sustained a dog bite injury last monday. I presented to the (B)(6) hospital emergency department for assessment as had pain and concern regarding my flexor carpi radialis tendon based on the location of pain and dog bite wound. A junior doctor use the protonsan solution in a large size syringe with a pink cannula attached and inserted into the dog bite punctures and instilled under pressure with the solution spreading in my subcutaneous tissues causing immediate pain. Within 10 minutes I had a significant amount of swelling in my forearm redness and pain as well as body itch and hives on my neck I was treated for an allergic reaction however I am unsure if I am truly allergic to it or I had an allergic response due to the product being used off label in an inappropriate nature in health otherwise healthy tissues. It is unclear at this stage whether the hospital has reported this adverse event and I've had conflicting information from doctors and nurses regarding this product being used in this manner as a normal protocol with other saying it should not be used in this way and should never have happened. I have subsequently spent over five days in hospital and I'm still suffering ongoing pain inflammation redness swelling and am unable to return to work at this point due to the amount of pain that I'm still in. An MRI has confirmed that there are significant inflammation in my skin and subcutaneous tissue and not in any of the tendon sheath or muscles. There is no tenosynovitis or deep muscle involvement, there is also no signs of collection or infection and I have been on antibiotics since presentation to the emergency department.